Manufacturer narrative:
On march 9, 2020, the returned autopulse platform (serial #(B)(4)) was service for preventive maintenance (pm). During the functional testing, the autopulse platform displayed user advisory - ua02 (compression tracking error) error message. The potential root cause for the ua02 error is due to a defective load cell module 1 in which likely attributed to normal wear and tear. The autopulse platform was manufactured in december 2010 and it is nearly 10 years old, well past beyond the expected serviceable life of 5 years. Load cell module 1 was replaced to remedy error message. No physical damage was observed on the returned autopulse platform during visual inspection. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
On march 09, 2020, the returned autopulse platform (serial #(B)(4)) was service for preventive maintenance (pm) and during the functional testing, the autopulse platform displayed user advisory - ua02 (compression tracking error) error message.